Manufacturer narrative:
A software analysis was initiated to review the archive and log. Log showed multiple failed registration records due to being above 5 mm threshold. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Patient age not available from the site. Patient sex not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while in a cranial biopsy, the navigation system displayed the surgeon was on the anterior right side of the anatomy while they were at the posterior left side of the anatomy. A second medtronic navigation system was brought into the operating room (or) to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: patient age updated. Patient gender updated. Patient weight updated. If information is provided in the future, a supplemental report will be issued.